Event description:
During service the device was found to shut down with alarm and restart. Unit was operating on internal battery at the time of the event. Replaced main board, due to u17 foreign material, to correct the failure mode.